Manufacturer narrative:
All of the buttons functioned properly however, had corroded keypad traces. No unresponsive buttons noted. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the insulin pump alarmed button error. The alarm could not be cleared. The customer's blood glucose was 13 mmol/l. Troubleshooting did not occur for the insulin pump. The customer agreed to return the insulin pump for analysis.